Event description:
A customer reported that when the system was turned on, a message was displayed indicating that the footswitch should be replaced. No alternative footswitch was immediately available and the surgeon decided to perform an extracapsular technique. Two sutures were used to close the wound. Since the surgery, the pt has experienced discomfort.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).